Manufacturer narrative:
Result of investigation: the carefusion failure analysis lab examined the main printed computer board assembly (pcba) the coin cell battery was missing, the ls500 has been tampered with and damaged. No root cause can be determined due to component being tampered with, no further investigation is needed. This reported issue will be tracked and internally investigate the situation.

Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. The customer did not provide patient demographics such as age, date of birth, gender, and weight. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported unit displays xdcr fault, high pip and circuit fault on the vela ventilator. The customer stated the unit was on a patient during use and reported no patient harm.